Event description:
Customer reported a patient sample gave an unexpected negative antibody screen using manual capture. Patient was given two units of red blood cells; both units were fya positive and k negative. Customer is not sure the if patient had a transfusion reaction.

Manufacturer narrative:
Reactivity of the k and fya antigens was confirmed on retention capture-r ready screen (crrs) I and ii, lot x281.returned samples were tested with retention crrs(I and ii), lot x281 manually. The sample exhibited positive reactivity with fy(a+) and k+ reagent red cells.